Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. In addition, the customer reported experiencing a blood glucose (bg) level of 50 (mg/dl) earlier in the day. Reportedly, the low bg was due to the pump settings being adjusted with the customer's health care provider. To treat low bg level, the customer consumed carbohydrates, and at the time of the reported event, bg level was 117 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.